Manufacturer narrative:
Results: the non-penumbra device was punctured through the catheter shaft of the jet7 approximately 116.0 cm from the hub. The jet7 was stretched approximately 105.0-118.0 cm from the hub. The jet7 was ovalized approximately 118.0-124.0 cm from the hub. The jet7 had a disassembled rotating hemostasis valve (rvh) along the catheter shaft. The distal tip of the jet7 was ovalized. Conclusions: evaluation of the returned jet7 confirmed that the non-penumbra device was stuck in the jet7 on a stretched region of the device. If the jet7 is forcefully retracted against resistance, it may become stretched allowing deformation between the coil winds. A revascularization device should always be advanced through the jet7 within a microcatheter. If a revascularization device is attempted to be advanced through the jet7 without being delivered through a microcatheter, additional damage will likely result. Further evaluation of the returned jet7 revealed ovalization. This damage was likely incidental to the reported complaint. The root cause of the reported fracture could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), non-penumbra revascularization device, non-penumbra stent retriever and, non-penumbra microcatheter. During the procedure, the physician made two passes using the stent retriever and jet7. The physician then removed the stent retriever and made a third pass using the revascularization device with the jet7. However, upon retraction, the revascularization device got stuck in the jet7. Subsequently, the physician noticed the distal tip of the jet7 to be fractured. Therefore, the revascularization device and jet7 were removed. The procedure was completed using a new jet7 and the same microcatheter. There was no report of an adverse effect to the patient.